Manufacturer narrative:
Investigation summary : exec summary - six samples and two photos were provided for evaluation. Three samples were in sealed packaging blister and three samples were in opened packaging blisters. A visual inspection was performed and all the returned samples had scale printing issues. The photos provided show a syringe with no packaging blister with the scale printing skewed and partially missing. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process inducing the symptom reported. Verification of the syringe barrel printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer was confirmed. A review of the complaint lot history check was performed and this is the 1st related complaint for scale marking issue on lot # 2074074. No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 2074074 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe had syringe marking issues. The following information was provided by the initial reporter : the customer reported a defective bd 20ml syringe with luer-lok tip with the printing faded in some spots and the measured lines are crooked.